Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measuring greater than 150 ohms. Technical services (ts) conducted a review of the data and observed a gradual increase in average impedance, currently estimated at approximately 115 ohms, with recent measurements exceeding 150 ohms. Additionally, this value represented a singular measurement rather than an average. Ts recommended ongoing monitoring and evaluation of this trend. Additionally, ts suggested considering an adjustment to the shock impedance limit to 175 ohms. This adjustment would encourage clinicians to review the average shock impedance trend to determine whether the average truly exceeds 150 ohms or if the readings are isolated instances. This device and lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.